Manufacturer narrative:
(B)(4). Date sent: 12/31/24. D4: batch #unk. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, it was observed that a few staples formed with irregular shapes after firing; and the anastomotic site was oozing. To stop oozing with compression hemostasis. Changed to another two to continue the surgery but the same problem happened again. There was no patient consequence reported, no additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 2/20/2025 the manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.